Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported by the customer that "we are having issues with a leaking stopper on the dl PICC lines. The side that has the stylet in it leaks when it is flushed. Today we had to open a sl kit, replace the stylet with a non leaking stopper and then insert the dl PICC line". Additional information received on 15-may-2023 this involved multiple patients with different demographics. The events directly involved a patient and user and did not involve an urgent medical situation. Patient harm or injury did not occur as we were able to intervene before inserting the PICC lines. The events did not interrupt the administration of medication. A chest x-ray was ordered to confirm placement as we were not sure if the sl wire would work in dl PICC. We also has to open a sl and dl PICC line. Four devices were returned for evaluation. The four returned devices exhibited a leaking t-lock assembly. This report addresses the fourth device.